Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump clamp tubing alarm was noted. It was also reported that the cassette was removed, gently tapped, replaced but the alarm continued. The cassette was replaced but the alarm persisted. No patient consequences were reported. No adverse effects were reported.